Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. What appeared to be a drop of blood residue appeared to be present on the external surface of the 22g insyte autoguard IV catheter at the nose of the catheter adapter. A leak was confirmed from the photograph that was provided for investigation. The origin of the leak could not be determined from the photo. The catheter may have been damaged; however, the root cause could not be determined without the physical sample. Device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter broke. The following information was provided by the initial reporter: patient is admitted to the emergency procedures room when cannulating patient and performing yelco puncture. Breaks at the base preventing cannulation. Safety event reported from the emergency service, resuscitation area of the hospital, which is related to a 22g catheter belonging to lot: 4059385, which was acquired under contract no: (B)(4), invoice no: (B)(4). The service, through the report, states that at the time of performing the patient's cannulation procedure, at the time of puncture, the catheter breaks at the base, preventing cannulation. There is no sample, since it was discarded due to contact with the patient. Delay in procedure and treatment.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.